Manufacturer narrative:
Reported event: an event regarding infection involving a krh tibial component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: gmrs dist fem comp sml r 65mm; cat#: 64952020; lot#: plx7c, mrh xs/s/m long xover; cat#: 64812103; lot#: 179108b, mrs fem stem w/o body 13x203mm; cat#: 64853613; lot#: 194316b, gmrs small axle; cat#: 64952115; lot#: ctd77399, gmrs small femoral bushing; cat#: 64952105; lot#: lkr271, mrhk bumper insert 3 degrees; cat#: 64812133; lot#: lld180, gmrs small femoral bushing; cat#: 64952105; lot#: lky637. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience h3 other text: device not returned.

Event description:
This pi is for the revision on (B)(6) 2022 for pji. Patient had an index right tka outside of cors scope. On (B)(6) 2022 the patient was revised for a femoral periprosthetic fracture (b2). On (B)(6) 2022, the patient was revised for pji. All components were exchanged.